Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: required invervention to remove the dislodged stent from pt anatomy. Device issue: stent dislodgement. It was reported via a user facility medwatch, that an attempt was made to deploy the mini vision stent in right coronary artery (rca). When the balloon catheter was being withdrawn, the stent came off the balloon. According to the user facility medwatch, this required medical intervention. No additional event or pt info is available.